Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit is auto-cycling. The customer reported the transducer is broken. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Event description:
The customer reported the "circuit disconnect" alarm went off without any leak circumstances and "xdcr fault (2.0.35)" was logged in the event log. The issue was resolved after the customer replaced the main printed circuit board (pcb).

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An evaluation of the component could be confirmed and duplicated. The pt802 has failed. This issue will be internally investigated within vyaire.